Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a angiojet spiroflex thrombectomy system. Visual and tactile inspection of the hypotube noted that there was a kink approximately 111.76 centimeters from the tip of the catheter and a hole in the outer shaft tubing. The thrombectomy system was inserted in to the ultra console for functional testing and a kink error was received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 09/11/2015. It was reported that the device could not be primed. This spiroflex angiojet thrombectomy set was selected for use. During preparation, it was noted that the device could not be primed. The angiojet indicated to check for a kink in the catheter, but there was no obvious kink. After several unsuccessful attempts, the device was exchanged for another of the same and the procedure was completed. No patient complications reported. However, device analysis revealed a hole in the outer shaft tubing.